Event description:
It was reported that during an angioplasty treatment procedure, the balloon catheter froze on the wire. The chronic total occlusion target lesion was located in the right superficial femoral artery. A 14, 150 cm rubicon catheter "put a shape" on the 14, 300 cm, 25g victory guide wire. After crossing the lesion, the rubicon was removed and a 4.0 mm x 100 mm x 150 cm coyote balloon catheter was selected; however, it was very sticky and incredibly hard to put the balloon over the wire. They got the balloon across the lesion and inflated the balloon to the nominal inflation of 8 atm with no problem. On deflation, the balloon would not completely deflate and they could not get the wire out of the balloon. The wire and balloon was stuck and would not move forward or backward. They ended up taking the wire and the balloon out altogether. The balloon was not completely deflated. When the doctor had the balloon out, "he did an injection" and everything was fine. Proceeded to a 6 x 120 epic stent with a non bsc wire. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during an angioplasty treatment procedure, the balloon catheter froze on the wire. The chronic total occlusion target lesion was located in the right superficial femoral artery. A 14, 150 cm rubicon catheter "put a shape" on the 14, 300 cm, 25g victory guide wire. After crossing the lesion, the rubicon was removed and a 4.0 mm x 100 mm x 150 cm coyote balloon catheter was selected; however, it was very sticky and incredibly hard to put the balloon over the wire. They got the balloon across the lesion and inflated the balloon to the nominal inflation of 8 atm with no problem. On deflation, the balloon would not completely deflate and they could not get the wire out of the balloon. The wire and balloon was stuck and would not move forward or backward. They ended up taking the wire and the balloon out altogether. The balloon was not completely deflated. When the doctor had the balloon out, "he did an injection" and everything was fine. Proceeded to a 6 x 120 epic stent with a non bsc wire. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the coyote catheter was received with a victory 14 guidewire. There was solidified contrast in the balloon and inflation lumen. The balloon was bunched-up. The inner shaft was buckled inside the hub port and 3cm from the manifold. The guidewire was protruding 11cm from the distal tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0135" which is consistent with a .014" guidewire. The catheter was locked-up on the guidewire in the as-received condition. Functional testing for balloon inflation and deflation performance could not be performed due to the returned condition of the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).